Manufacturer narrative:
Clinical review: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s low pressure and ed visit. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler ¿went to the ER for fluids cause his pressure was super low¿. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this event; however, no additional information was obtained. As a result, the nature and cause of the patient¿s low pressure, medical interventions provided, and the patient¿s current disposition remain unknown. In the intake, it was stated that no patient adverse effects were experienced, and no medical intervention was required; however, the patient contact stated the patient went to the emergency department (ed) for low pressure (presumably blood pressure) and received fluids (unknown type of infusion). With the account of the patient¿s ed visit, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).